Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe failed to cut during a procedure. The product was replaced and procedure completed. No patient impact/harm reported.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a pouched bag, for the report of actuation failure. The returned sample was visually inspected and found to be non-conforming with white foreign material on the probe needle and around the port area. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe needle was not bent, however the inner cutter was observed to be slightly kinked/bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a cut failure and also indicated that the probe had an actuation failure. The most likely root cause for the cut and actuation failures is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The impact of the pinch observed in the inner cutter cannot be determined from the evaluation performed. An investigation photo of the pinched inner cutter observed on the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Since the exact root cause of the pinched/damaged inner cutter could not be determined from this evaluation, no further action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).